Event description:
Customer reported the reticulocyte scatter was low for the latron control when using the coulter lh 780 hematology analyzer. There were no erroneous test results associated with this event. The customer discontinued use of the instrument when the event occurred. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed the reticulocyte scatter will not adjust up. The fse replaced the faulty laser and ls preamp resolving the issue. Identification of failure modes: the failure modes related to the reticulocyte scatter is a faulty laser and ls preamp. Upon recur; the failure modes related to the ls preamp and laser are likely to generate erroneous reticulocyte and differential test results due to a compromised light source through the flowcell. Evaluation of product labeling: per labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. (B)(4).